Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found a leak at the blood sampling valve (bsv). The fse replaced the bracket in the front section of the bsv, which repaired the leak. (B)(4).

Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer. The volume of the leak was about 5 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.